Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Unk. Any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose. Please refer to the complaint description, potassium permanganate hip bath treatment was instructed to the patient. Was any surgical intervention performed specially re-suturing? Explain. Please refer to the complaint description. Was dehiscence noted? Please refer to the complaint description. Tissue on which used? Please refer to the complaint description.

Event description:
It was reported that a patient underwent a lateral episiotomy surgery on (B)(6) 2021 and suture was used. Postoperatively, the incision split 7 days after operation on feb.5, and the suture was found to be broken by examination. Then the suture was removed, and potassium permanganate hip bath treatment was instructed to the patient. The customer suspect that the tension of the suture was insufficient, and the support time was insufficient. The patient is stable now. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 04/08/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 investigation summary ==> the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code w9962 was received for evaluation. Visual inspection of an unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.